Manufacturer narrative:
Concomitant medical product: product ID: dtpb2d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered on the right ventricular (rv) lead and the patient received inappropriate therapy. The rv lead was suspected to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.